Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that at the end of the case, the doctor used a 6fr angio-seal to perform a vessel closure. However, the angio-seal sheath was unable to advance/insert. The doctor changed to a femoral sheath and it was inserted smoothly. After multiple attempts with the same angio-seal 6fr, unfortunately, the incident remains. The doctor decided to perform manual compression at the end. The patient was reported to be safe with no complication. Additional information was received 11 december 2019: the procedure performed was an angiogram using a 6fr procedural sheath. The procedure outcome was completed successfully. The patient was in stable condition.